Event description:
The manufacturer representative clarified that impedances were in normal ranges at 3.0 volts, but that the patient had been unable to feel stimulation from the 0-7 lead. They explained that there had been discussion of revising and testing as far as actions or interventions to resolve the issue, but there had been no action beyond the discussion.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A manufacturer representative reported out of range impedances. It was noted that the patient¿s system was implanted cervically; the tip of the 0-7 lead was at t4 and the tip of the 8-15 lead was at c2. The manufacturer representative reported that when they ran impedances at 0.7v, all of them looked good except contacts 6 and 7 were out of range with anything on the 8-15 lead. As they went down from 0-7, the impedances got progressively larger with 8-15, so that at the bottom they were out of range. It was reported that impedances were ran at 1.5v and similar results were seen, but nothing was out of range. The manufacturer representative noted that impedances got progressively higher with contacts 6 and 7. The manufacturer representative stated when looking at 0 as a reference electrode, the 8-15 lead contacts ranged at about 2500-2700 ohms. Other results were: 0-1) 1172 ohms, 0-2) 2164 ohms, 0-3) 3161 ohms, 0-4) 4932 ohms, 0-5) 5079 ohms, 0-6) 5288 ohms, 0-7) 7461 ohms. The manufacturer representative stated that even with 7 as the reference electrode, the impedances progressively got higher. They did indicate that the impedances may be showing this because of the cross talking between the two leads and how the leads are staggered. It was reported that amplitude was turned up to 10.5v and used all electrodes on the 0-7 lead and the patient wasn¿t feeling anything. The manufacturer representative stated that the patient was feeling stimulation at around 1-2v on the 8-15 lead contacts. It was noted that the patient wasn¿t feeling any burning or shocking. The manufacturer representative mentioned that the patient was in an accident about a year ago, but the patient couldn¿t remember if stimulation was being felt accurately then. The manufacturer representative stated that they received similar impedance results where on the different reference electrodes, the impedances got progressively higher when looking at the combinations between the 0-7 contacts with the 8-15 contacts. X-rays were recommended to see if the 0-7 lead had moved at all and to try to capture some coverage for programming of the 8-15 lead. The possibility of a fluid short was reviewed. The patient was to follow up with their healthcare provider (hcp) to assess lead location/migration. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.